Event description:
Bruising more to his buttocks and thighs, bleeding (injection site bruising). Case description: non-serious. This case is a spontaneous report from the united states referring to a male patient. A consumer reported this case. No past medical history, concurrent illnesses, allergies or concomitant medications were reported. In - 2006, the patient received nutropin aq (1.2 mg, qd, sq), via nutropin aq pen, for growth hormone deficiency. The lot number for nutropin aq and the most recent date of administration prior to the event were not reported. The lot number for nutropin aq pen was e046. The first puncture date, and the patient's prior history of exposure to the lot number were not reported. In 2007, the patient presented with bruising more to his buttocks and thighs, bleeding (injection site bruising). The patient's mother reported that this had been occuring over the past six months. She also reported that lately he seemed more tearful. The mother also reported that "the dose knob was hard to push and stickly as well". Relevant laboratory tests and treatment for the event were not reported. It was not reported if the patient continued or discontinued treatment with the lot number, or if the patient switched to a different lot number. No action was taken with nutropin aq due to the event. At the time of this report, the event outcome was not reported. The consumer did not provide a causality assessement of the event injection bruising in relation to nutropin aq. No other suspected causes were identified. The report was forwarded to genetech product quality and assigned. Additional information has been requested.